Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2024 due to the patient having high impedance. During the surgery the physician was unable to explant the lead due to scar tissue and tension due to multiple strain relief loops. The lead fractured, and as a result the procedure was abandoned.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.